Event description:
It was reported by service report that there was a broken weld on the right siderail and it could not be latched up. There was no patient involvement or adverse consequence reported.